Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and the primary failure of the broken pitch cable related to the customer-reported complaint. The instrument was found to have a broken pitch cable at the distal end. One of the broken cable segments that contains the crimp was missing from the clevis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the thread within the jaws of the monopolar curved scissors (mcs) instrument tore apart during the procedure. Hence, the instrument was not able to perform the endowrist function properly. The procedure was completed with no reported injury.